Event description:
Customer reported experiencing high blood glucose readings of 529 mg/dl and stated that the insulin pump keeps going into threshold suspend. Customer has treated with 10 units of insulin with the insulin pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer stated that the sensor was treated 81 mg/dl. Customer also mentioned having a fever. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.